Event description:
It was reported that by the patient that she had been hospitalized for "gripping chest pain". It was noted that the device had been reviewed by a medtronic representative and was "working fine". Follow up with the clinic indicates that the patient developed a pneumothorax from the implant. It was further noted that the patient had complications due to the lead implants that were not device related. The system remains still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.